Manufacturer narrative:
B2. Date of death was not provided, therefore, this field was left blank. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation with a qdot micro¿ catheter and the patient experienced cardiac arrest and died. It was reported that a patient had passed away. The reporter stated that on the morning of (B)(6) 2024, they conducted a pulmonary vein isolation (pvi) (afib) procedure. Everything was fine and the patient ended up going home. On (B)(6) 2024, the reporter was informed that late night on (B)(6), the patient came back into the emergency room, ended up coding a few times, and passed away. After speaking with the physician, it was not clear on what actually caused the patient to code or pass away. No additional information about it is known. The biosense webster products that were used were; octaray catheter, webster cs, qdot d-f curve catheter, small vizigo sheath, and 8fr soundstar. Additional information was received. It was indicated that the physician's opinion on the cause of death was previous comorbidities including previous history of heart failure and pulmonary edema.